Manufacturer narrative:
Exemption number e2015058. The history log showed the pad-pak was first installed successfully on the 19th december 2011 and performed to specification up to the 3rd april 2016. The device records 4 manual power ups all under one minute duration on the 7th april 2016. An increase in voltage may suggest a further pad-pak was installed. The device performed self-tests between the 10th-17th april 2016. The returned pad-pak was inserted into the device and the device passed a self-test. The red status led was observed to be constantly lit, however the green status led was also flashing green. No warnings were given at shutdown and the status led continued to flash green while the red status led remained constantly lit and emitting a continuous failure tone. This would confirm the reported fault. A test shock was delivered without fault during testing and an acceptable measurement was recorded. The device powered off without any warnings and the red status led remained constantly lit while emitting a constant failure tone. Investigation found the reported fault can be attributed to component failure. This caused the red status led to be constantly lit, alongside the flashing green status led, while emitting a constant failure tone.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad unit has flashing green status indicator light as well as chirping sound.